Event description:
It was reported that the patient was not getting relief; a catheter issue was suspected. Patient underwent revision. There was no patient injury; patient recovered without sequela.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.